Event description:
Resident in sara 3000 lift when remote control malfunctioned and lift would not move. Resident was manually lowered to the floor. Resident was diagnosed with acute fx (fracture) of femur.